Event description:
Additional details for this patient: the patient was initially cannulated for ECMO after cardiac surgery. The patient was found to have positive sputum cultures for burkholderia. The patient was able to come off ECMO. The patient was discharged to rehab hospital. Manufacturer response for heater/cooler, mch-1000 (per site reporter): no response to date.

Manufacturer narrative:
The incident unit has been requested but to date has not been received for evaluation. If the unit is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The infection control service noted an increase in burkholderia infections amongst patients on the cardiothoracic ICU. Isolates were sent for genome sequence testing. Six of the patients had closely related sequences and a seventh had a potentially related sequence. All the patients were reviewed. A common trait amongst all was the use of ECMO for cardiopulmonary support. The ECMO devices were investigated. ECMO devices have a pump component and a heater component. The heater is needed to maintain body temperature while the blood is outside the body. The heater has a water bath. The water in the bath is not in contact with blood from the patients but is present inside the patient's room. Water baths were cultured and found to have burkholderia. Some water baths also had a second organism called cupriavidus pauculus. All ECMO heater devices were taken out of service. The culture results suggest the source of the patients' infection may be the water heaters. Additional details for this patient: the patient was initially cannulated for ECMO for respiratory failure related to covid infection. The patient was found to have positive sputum cultures for burkholderia. The patient was able to come off ECMO. The patient continues to be treated. Manufacturer response for heater/cooler, mch-1000 (per site reporter) no response to date.